Event description:
Voluntary distributor report conmed (B)(6) reported on behalf of their customer that the device, bv-5x70, bluview optical trocar 5mm/70mm was being used on (B)(6) 2021 during a trans-abdominal pre-peritoneal repair procedure when it was reported ¿after the skin incision, when the trocar was inserted using the optical method, the tip of the trocar was broken (no part remained in the body).¿ there was no report of impact/injury to the patient. The procedure was completed with an alternate same device. There was no delay to the procedure. After further assessment it was found that the component fell out of the body and was picked up by hand. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Voluntary distributor report the manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.